Event description:
It was reported that the adhesive on the boarder leaves sticky ball residue on the patient when accessing the wound and minor re-positioning. On the smaller product the thickness and rigidity of the dressing is too bulky and causes a depression to the wound it is covering. On both products the dressing leaves product residue on the patient's wound. We would like an investigation and replacement.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate case already reported in the report number 8043484-2019-00242, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.